Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned in moisture in a microcentrifuge vial. Visual inspection found the haptic torn. Claim# (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 13.7mm, vticm5_13.7 implantable collamer lens of -7.5/2.5/087 (sphere/cylinder/axis) tore during loading. There was no patient contact. On (B)(6) 2023 a replacement lens was implanted and the problem resolved. The cause of the event was unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).